Event description:
It was reported that the patient had gone into ventricular tachycardia (vt). Shocks were received from their right ventricular lead, but had failed to cardiovert the patient. The patient was cardioverted upon receiving the fourth shock from their device. No intervention was performed. The patient was stable.